Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was broken, its upper case was broken. It was additionally noted that the cable was damaged and that the device failed its uplink test. The device was being sent on for repair and restock. (B)(4)

Event description:
It was reported that the radiofrequency (rf) head was broken and did not need returned to the facility. The rf head was returned. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.